Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on unknown (B)(6) 2018 and a suture was used. During surgery the needle pulled off, fell in the abdomen, and was recovered by the surgeon. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation summary ==> it was reported performance pull off suture needle. An empty opened overwrap packet and a partially dispensed suture inside a labeled winding former of product code fr833, lot lcj076 were returned for analysis. During the visual inspection of the sample, the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance ¿ needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.